Event description:
Customer reported a past event where blood glucose level dropped to 27 mg/dl, which was the lowest recorded during the incident. Due to the severe drop, the customer lost consciousness, necessitating assistance from an ambulance, which provided an injection to address the situation. Customer consumed carbohydrates as a corrective action. The incident had no lasting adverse impact.